Event description:
It was reported a 6f angio-seal device was used to seal the arteriotomy site. During deployment, the physician stated the anchor may have caught on scar tissue and the collagen was pushed intra arterial. The pt's leg became pale in color. The physician pulled the device and "the whole device came out." Blood flow was restored to the leg, manual compression was applied and hemostasis was achieved. There were no adverse effects and the pt was discharged.